Event description:
Litigation alleges that the patient suffers from pain and discomfort which has increased over time and difficulties with activities of daily living. The patient also alleges elevated levels of cobalt chromium metal ions, and muscles mass and deterioration of the soft tissue in her hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffers from pain and discomfort which has increased over time and difficulties with activities of daily living. The patient also alleges elevated levels of cobalt chromium metal ions, and muscles mass and deterioration of the soft tissue in her hip. Doi: (B)(6) 2009- dor: none reported (left side). Patient is a resident of (B)(6). Update der rcvd - updated surgeon / hospital / product and patient information.